Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one sulu. The visual inspection of the returned product noted the reload had a full complement of staples. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, on the first firing for the segmental resection of the lung, the surgeon clamped the tissue and tried to fire the device, but was not able to. The surgeon used a new reload and was able to complete the firing with no issues. The tissue was not thick. There was no patient injury. No reinforcement material was used.